Event description:
The consumer was backing up in the chair when the caster turned and his middle toe allegedly got caught in the wheel resulting in a fractured toe.

Manufacturer narrative:
User was operating chair without shoes and while operation chair their foot inadvertently came off the footplate and impacted the front caster. Current user guide covers this area. No product malfunction alleged. Device remains in use.